Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and its exhaled tidal volume (vte) levels were low. Additionally, it was reported that the ventilator was unable to maintain set fio2 (fraction of inspired oxygen) levels. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of lower peep (positive end expiratory pressure) than set, low exhaled tidal volume (vte) levels, and being unable to maintain fio2 (fraction of inspired oxygen) levels were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. H3 other text : serviced by asp.